Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery two communication error occurred, one during the registration verification and one when the robot arm was sent to trajectory. After each of those communication errors the user had to restart the device to proceed with the case.

Manufacturer narrative:
It was reported that two communication errors occurred intra-operatively. Analysis of the data log files from the reported event was performed. First communication error is due to a known software bug, and the second communication error is due to a vigilance device failure for which root cause can not be determined.